Manufacturer narrative:
Results: bd did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using a bd vacutainer® push button blood collection set for contrast injection, a hole was noted in the tubing. Contrast started coming out of the hole. There was no serious injury or medical intervention reported.